Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device had leakage during user handling and water invaded the device, causing abnormality in electrical components. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had no image and could not see through the camera when looking through it. The reported issue was uncovered during reprocessing. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image when angulated. Upon further inspection, it was observed that the scope¿s glue of the bending section cover did not pass the leak test. It was also observed that the distal end plastic cover had a chip. It was observed that the bending section cover had a hole or cut. It was also observed that the bending section did not pass the electrical continuity test. Lastly, it was observed that the insertion tube had a bite or dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.